Event description:
Rn noted ventilator alarming and patient not receiving volumes following post chest x-ray. Rn manually bagged patient. Respiratory care therapist assessed ventilator; patient circuit intact. Ventilator removed from service. Applied new ventilator to patient. No patient impact.manufacturer service technician on site. Cleaned respiratory cassette after initial evaluation. Ran system and found the system to perform as per manufacturer's specifications.